Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint was received into the company with the following comment: knee revision : (B)(6), (B)(6) hospital,(B)(6) 2019. After use on a patient : a knee replacement was revised for a medial tibial plateau fracture. The knee replacement had been in for approximately 18 months. Left cr femur size 3, size 3 cr rp insert 5mm thick, size 3 rp tibial baseplate - lot codes are not available and implants have been disposed of by the hospital as the surgeon felt that the reason for failure was trauma related rather than implant related. During use on a patient: the surgeon decided to use tc3 with a plan to convert to an s-rom hinge if there was instability of the mcl. The tc3 was sufficient to cope with the instability. The surgeon initially planned for an uncemented femoral sleeve 31mm, however this was too big for the canal and may have caused a fracture on the anterior surface of the femur. The surgeon changed to a cemented 20mm sleeve and chose to use a 10mm press fit stem cemented in. It was discussed that he should use a cemented stem within licence, but due to a small femoral canal, felt that he could not ream any further to achieve a sufficent cement mantle. Upon cementing the surgeon decided that he should cable the fracture. 2 cables were used to secure the fracture. Patient outcome: fracture secured, action taken: cerclage cabling, 10 minutes delay. Female patient initial: t, aged> 80 years. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee revision : after use on a patient : a knee replacement was revised for a medial tibial plateau fracture. The knee replacement had been in for approximately 18 months. Left cr femur size 3, size 3 cr rp insert 5mm thick, size 3 rp tibial baseplate. The surgeon decided to use tc3 with a plan to convert to an s-rom hinge if there was instability of the mcl. The tc3 was sufficient to cope with the instability. The surgeon initially planned for an uncemented femoral sleeve 31mm, however this was too big for the canal and may have caused a fracture on the anterior surface of the femur. The surgeon changed to a cemented 20mm sleeve and chose to use a 10mm press fit stem cemented in. It was discussed that he should use a cemented stem within licence, but due to a small femoral canal, felt that he could not ream any further to achieve a sufficient cement mantle.